Event description:
Upon setting up a secondary IV tubing line for antibiotic administration, the rn detected that the medication was dripping fast from the IV tubing drip chamber despite the IV pump not being started yet for the infusion. The rn inspected the secondary IV tubing, as well as the primary IV tubing to validate that both were correctly setup. Upon clamping the secondary IV tubing, the fast dripping ceased, however, it resumed again upon un-clamping the secondary IV tubing. Then, the rn detected that the primary IV fluid bag started to become "puffy". All IV tubing sets (the primary and secondary sets) were disconnected and discarded. Then, complete new IV administration sets for primary and secondary infusion needs were correctly setup and both systems functioned as intended. Ref report: mw5162814.